Manufacturer narrative:
The ventilator has not been returned for an evaluation. Should new information become available (B)(6) will submit a follow up report. This report is submitted to comply with MDR malfunction notice (B)(4) requiring the reporting of incidents involving a life-supporting and/or life-sustaining device.

Event description:
It was reported that a ventilator which was returned from an overhaul had a leak inside device during regular testing. Ventilator will not function. No patient involvement or injury was reported.